Manufacturer narrative:
Reported event of guidewire tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that distal tip was partially detached however tip of the metal corewire was not exposed. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02738 and 3005099803-2014-02739 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure on (B)(6) 2014. According to the complainant, during the unpacking, the physician found that the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was opened, however, the hydrophilic tip was also detached exposing the tip of the metal corewire. The procedure was completed using a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used  during the same procedure.  Refer to manufacturer report # 3005099803-2014-02738 and 3005099803-2014-02739 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure on (B)(6) 2014. According to the complainant, during the unpacking, the physician found that the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was opened, however, the hydrophilic tip was also detached exposing the tip of the metal corewire. The procedure was completed using a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.